Event description:
The lay reporter contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the patient's one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The reporter mentioned that high readings began on (B) (6) 2010. On an unspecified time on (B) (6) 2010, the patient reportedly obtained a 231 mg/dl on their lfs meter and less than 30 minutes later, the patient obtained a 190 mg/dl on an ultra 2 meter. At an unspecified time after obtaining the high reading, the patient reportedly began to feel thirsty, sluggish, tired, sweaty and shaky. The patient did not take any medication after obtaining the elevated reading. On (B) (6) 2010, the patient visited the physician and was not tested on a meter; however, the physician treated the patient with 5-10 units of insulin. It is unk whether the patient was still exhibiting symptoms or whether they tested on their meter prior to going to the physician's office. The test strips were not expired and the test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. No further clinical information was provided. It would have been helpful to know how soon after testing the patient exhibited symptoms, how long symptom lasted, the patient's diabetes regimen, verify whether the patient tested prior to visiting the physician, verify whether the physician tested the patient's blood glucose prior to treatment whose ultra 2 meter did the patient test with, readings prior to the event and what is considered a "normal reading" for the patient. The product was replaced. Although the patient's alleged high readings correlate with the treatment provided by the physician, this complaint is being reported since the patient alleged that due to the elevated reading, he developed some symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.